Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms the day before. The customer also reported that the meter was reading high and blood glucose level would not transfer to the insulin pump. The customer stated that the insulin pump had batteries issues and was not delivering insulin. The blood glucose at the time of the incident was 600 mg/dl. The day of the call the customer checked his blood glucose level multiple times and treated with the insulin pump but it would still show high on the meter. A loaner insulin pump would be sent. The device will be returned for analysis.